Event description:
The customer called with concerns that the insulin pump was not giving her the correct amount of insulin. The customer stated that the insulin pump is only delivering about half of the insulin in the reservoir during the three days. The customer stated that she usually gets the low reservoir alarm on the third day. Troubleshooting was performed. The insulin pump was not exposed to high magnetic fields. The insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer was not comfortable using the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed displacement test. Programmed low reservoir warning, no unexpected low reservoir alarms occurred during test.